Manufacturer narrative:
E1 phone number: (B)(6). This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded; single-use device.

Event description:
The consumer reported an unconfirmed false negative result with the ID now covid-19 assay performed on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Initial reporter phone number: (B)(6). This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Discarded; single-use device.

Event description:
The consumer reported an unconfirmed false negative result with the ID now covid-19 assay performed on (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.